Manufacturer narrative:
(B)(4). Investigation summary: it was performed the DHR, quality notifications and maintenance where no records potentially related to failure were found. Samples were not received only photos for this complaint, but according to the photos and the evaluation of the history of complaints for the lot the incident can be confirmed. A possible cause for the incident is a failure in the needle assembly system associated with a failure in the rejection station and vision system. As an improvement in the needle assembly equipment, the vision system was replaced to control the presence of needles according to ca 177/2018 registration, completed in july 2019. The claimed lot was produced after implementation, but an assembly lot was used prior to the completion of the ca the incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the needle 27x1/2 ll eclipse experienced a needle that was loose/pulled out of hub prior to use. The following information was provided by the initial reporter: when removing the shield, surgeon observed the cannula falls down, it was loose.